Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant mount got stuck in implant. Implant mount was unable to remove from the implant during surgery, implant and mount had to be removed as one piece. Symptoms as a result of the event: none. Surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Was the procedure completed using another implant or another device? Yes. Tooth site # 12.